Event description:
The reporter stated that she hadn't noticed that two bolts were missing on a k15 dynamic stander. A child was placed in the stander and tried to get out. The entire upright fell backward and the child hit his head. He is not injured. The two bolts fasten entire center part to the base of the stander. The reporter thinks they worked loose and were then vacuumed up.

Manufacturer narrative:
This 12 year old device was apparently not inspected and maintained adequately. We assume that the bolts slowly loosened and fell out and were not noticed. The product manual instructions say: "periodically inspect for cracks, breaks, loose or missing parts, and/or malfunctions. Remove the product from service when any condition develops that might make operation unsafe."